Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading despite customer following on-screen prompts. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump within warranty.